Manufacturer narrative:
(B)(4). Ge healthcare service representative performed a checkout of the equipment and a review of the logs. The gas inlet valve was replaced.

Event description:
The hospital reported that, during the boot-up process, the unit alarmed that mechanical ventilation was not functional. There was no report of patient involvement.